Event description:
The customer reported a blank screen on the insulin pump after 2 days of using a battery. During troubleshooting, the customer reported that the device display returned after inserting a new battery. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. The customer received the battery cap a day later and then reported another blank display from the insulin pump. After troubleshooting it was discovered that the battery in the insulin pump had been inserted backwards. The customer's reported blood glucose value was 200+ mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.